Manufacturer narrative:
(B)(4).

Event description:
Device is alleged to be defective, with no further description as to the type of defect. Event described as serious, permanent, adverse health consequences, with no further description. Date of actual event unk. The device was purchased and delivered to the pt in 2009.